Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device would not interrogate due to the cable being out of electrical specification. It was also noted that the label was missing its coating. Product ID 2090. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was ECG (electrocardiogram) noise and telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there was ECG (electrocardiogram) noise and telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair. No patient complications were reported as a result of this event.